Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised tbm on why the continuous glucose monitoring system may have signal issues. No additional patient or event information is available.